Event description:
It was reported that a shaft break occurred. A mach1 guide catheter was selected for use. During the procedure, the guide catheter was broken. No complications were reported, and patient was stable after the procedure.